Manufacturer narrative:
This report is submitted on august 15, 2018, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, the patient underwent revision surgery (date not reported) to explant the device due to advanced back otosclerosis and a cholesteatoma. It is unknown if there are plans to reimplant the patient with a new device as of the date of this report.

Manufacturer narrative:
This report is filed on september 28, 2018. (B)(4).